Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 101 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer was advised to send back the set and the reservoir. The infusion set and the reservoir will be replaced. No further assistance needed.